Manufacturer narrative:
The device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 3006705815-2020-32007.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-32007. It was reported the patient's scs system was explanted sometime at the beginning of the year due to infection around the leads. The physician explanted the system and treated the patient with antibiotics. Abbott representatives were not present or made aware of the procedure. Reportedly, the patient has since been re-implanted with a new scs system is doing well.